Manufacturer narrative:
Ground chain.

Event description:
It was reported to the service tech that at least one nurse has been shocked by the stretcher. It was reported the nurse's chest hurt the following day. Finally, it was reported the ground chain is not attached to the stretcher.